Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Revision surgery will be scheduled.